Event description:
It was reported to manufacturer via receipt of clinic notes for the patient from the physician, that on a follow up visit dated (B) (6) 2009 that the "patient is still having more seizures. They are mostly myclonic absences with two or three or four jerks and staring that lasts for several seconds before and after the jerking." It was also noted that the patient had been sick for two weeks and had a fever and sore throat. Medication changes were made to help with the seizures. There was no note of vns settings or diagnostic test results from that office visit, however the notes from the next office visit dated (B) (6) 2009 revealed that the device was functioning properly per the diagnostic test results. Good faith attempts to obtain additional information from the physician have been made, but no response has been received to date.